Event description:
Pt was revised to address poly wear.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devise associated with this report was not returned. Following investigation by bioengineering, it was reported that: female patient (B)(6) and activity level unknown. No parts or x-rays. Polyethylene wear can have multiple causes, e.g. Increased activity, third-body particles in the joint space leading to damaged bearing surfaces and subsequently increased wear, oxidation of the polyethylene, etc. Oxidation of the polyethylene should not be an issue as the product would not have been sterilized in air. Without x-rays or products, however, a wear rate cannot be determined and a conclusion cannot be drawn. Root cause: not applicable, revision not carried out - polyethylene wear occurs for many reasons. Please ensure products are returned following revision surgery for further analysis. The complaint shall be closed with an undetermined conclusion. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.